Manufacturer narrative:
Device evaluation summary: the pump investigation included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. A review of the sterilization records showed no parametric anomalies. Internal complaint number: (B)(4).

Event description:
It was determined that the patient developed bacterial meningitis of the spine on (B)(6) 2015. The pump was explanted and returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has been doing well since explant.